Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports lancet protrudes beyond the end cap of the soft touch device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Attorney alleges "that on (B) (6) 2009, while still hospitalized" patient "underwent surgery to have a pacemaker implanted." Further alleges that the pacemaker was "defective and caused or contributed to the death" of the patient and "caused catastrophic injuries to (patient) resulting in his death on (B) (6) 2009." There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.